Event description:
The reporter stated that the accu-chek aviva strip expiration date is 09/31/2009. The electronic inventory system expiration date for the strips is 07/31/2009. Batch record verification also confirmed the expiration date as 07/31/2009. The reporter was not aware that the accu-chek aviva strips were expired. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.